Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to erosion. The patient was given time to heal. A few months later the patient had a new ipp device implanted.